Event description:
It was reported by service report that the breakaway release bar was replaced because it was bent. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Bent release crossbar on the breakaway head section.